Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a f/u report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined.

Event description:
The customer contact reported a change in the programmed settings, resulting in the pt receiving less medication that intended. On an unspecified date and time, the device was programmed to deliver 5% dextrose/normal saline with 20 meq potassium chloride, at a rate of 125 ml/hr. No further programming parameters where provided. After an unspecified length of time, it was reported that the nurse entered the pt's room to clear the volume totals. At that time, the customer contact reported that the nurse noted the device was in standby mode, and the programmed settings had been cleared. The customer contact reported that the tubing set was replaced, and therapy was resumed by programming the same device. No specific programming parameters were provided. Though requested, no add'l info was provided, including if there was a delay in critical therapy, adverse event or medical intervention required.